Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the screw head was discarded as it was considered contaminated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a screw head fractured while inserting. The screw head was discarded, it is unknown if the threaded portion of the screw was removed or remains in the patient's bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be made due to the product not being returned. There were no additional materials provided such as photographs, x-rays, scans, or physician's reports provided. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product states in the section titled warnings: 1. Improper selection, placement, and positioning of the devices and/or soft tissue can cause an undesirable result. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.